Manufacturer narrative:
Technician found the head of the bed would not raise. Removed the solenoid - cleaned and retested. Head would still not raise. Replaced solenoid head up to resolve this issue.

Event description:
Complaint alleged that the head of bed would not raise.